Event description:
The customer reported that the ventilator alarmed and restarted while in operation prior to use. Upon power up of the ventilator after restart the ventilator, alarmed vent inop. The ventilator was not in use. Therefore, there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the customer reported vent inop occurrence. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure. The service technician replaced the power supply to correct the findings. Extended self testing (est) and performance verification testing was completed, and all tests passed per operating specifications.